Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6), 2015 the lay user/patient alleged that their onetouch ultra2 meter was reading inaccurately erratic. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 1am on an unknown day in july. The patient reported obtaining blood glucose readings of "500 and 379mg/dl" on the subject meter. The time difference between these results exceeds 20 minutes and so does not allow for lifescan to determine an inaccuracy. The patient manages their diabetes with fixed doses of insulin. The patient reported continuing to take their usual dose of medication in response to the alleged issue. The patient reported "passing out" but was unable/unwilling to answer when this occurred. The patient reported being taken to the emergency room (ER) where they received treatment of glucose tabs/gel from an hcp. The patient denied testing their blood glucose on any other device. Replacement products were sent to the patient. This complaint is being reported because the patient developed serious symptoms and required medical treatment from an hcp after the alleged issue began.

Manufacturer narrative:
Follow-up #2. The retain test strips have been further evaluated by lifescan product analysis with the following findings: although it was previously reported that the retain test strips failed performance testing with blood, the evaluation has concluded that the retain test strips passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow up #1: the retain test strips failed the performance testing with blood. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.